Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 400 mg/dl for high blood glucose and went down to 23 mg/dl after receiving insulin. The customer did not experience any symptoms of high blood glucose value. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the insulin pump was broken. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.